Event description:
It was reported an angio-seal device was deployed in 2004. The pt was discharged three days later and re-admitted to the hospital after three days with groin pain and a high white blood count. The pt was diagnosed with a groin infection/possible abscess and was treated with antibiotics with complete recovery. Pt may have been shoveling snow one day post discharge.